Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown - maxframescrews/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4).the reported event required medical/surgical intervention to preclude permanent damage to a body structure. The half pins and the maxframe broke. The patient eventually had a leg amputation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the circular fixation device implant had failed. The frame broke all three (3) of schanz screw at a previous inspection, during the left foot amputation hind foot fusion, the frame broke eventually and had his entire leg amputated. There was no fragments generated from the broken device. There was no surgical delay. Procedure was successfully completed. Patient outcome was okay. This complaint involves two (2) devices. This report is for one (1) unk - maxframe this report is 2 of 2 for (B)(4).